Manufacturer narrative:
The referenced previous bleeding were reported under MFR report number 2916596-2018-00292. The referenced stroke was reported under MFR report number 2916596-2018-00293. Unique identifier (UDI) # (device identifier): (B)(4). Approximate age of device - 1 year, 10 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had elevated lactate dehydrogenase(ldh). The values of ldh were from 900 to 1200 u/l (baseline 212 u/l). The patient was treated with heparin, but due to numerous events of anemia of unknown cause and suspected gastrointestinal bleeding (gi), was switched to warfarin with inr goal of 2-2.5. The patient continued to have periodic transfusions. The patient reported to be stable with some debility after suffering a stroke. The ldh remained elevated at 904 u/l as of (B)(6) 2018. Lvad clinicians were discussing a pump exchange in the future. No further information was provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.